Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned, a complete device analysis cannot be performed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history record revealed no failures or malfunctions that could have caused or contributed to the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient had heard a beep come from the homechoice during peritoneal dialysis therapy. The patient disconnected from therapy. The technical service representative assisted the patient in ending therapy and advised the patient to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.